Event description:
On(B)(6) 2025, the patient called inogen to report that she could not pull the old columns out to replace them on the (gs), and that she had been hospitalize due to her oxygen levels dropping. The patient confirmed receiving oxygen at the hospital and is currently back home recovering.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.